Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was within specifications. The qc recovery is acceptable. The alarm trace did not indicate any issues. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and found that the vacuum valves failed and that there was moisture in the electrode compartment. He then replaced the vacuum valves and the sodium electrode. He also dried out the electrode compartment. He verified the analyzer's performance by reagent primes, multiple ion-selective electrodes (ise) checks, and mechanism checks with successful results. The customer performed calibration and qc with successful results. A precision check was also performed with successful results. The investigation is ongoing.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient sample tested on the cobas 6000 c501 (ul) v. The initial result was not reported outside of the laboratory. The reporter questioned the result which prompted the rerun of the patient sample. The initial result was 155 mmol/l with a repeat result of 142 mmol/l. The repeat result was deemed correct and was reported outside of the laboratory. The electrode lot number is z1909. The expiration date was requested but not provided.